Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to fully retract the lead helix. It was suspected that the helix was broken. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, it was not possible to fully retract the lead helix. It was suspected that the helix was broken. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix was distorted/bent, and the distal conductor was distorted (over-rotation). Blood was found on the distal end of the electrode and the lead appeared to have been damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.